Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient they ¿now have a long-term illness related to peritonitis¿. According to the reporter, they "believe that the severe illness was caused by using the baxter product (minicap) that had been recalled". The patient reported they are now home from hospital for the second time. Treatment for the event was not reported. The patient outcome was not reported; however, the patient stated they are ¿still very sick at home". Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information for b5: on (B)(6) 2023, the patient experienced escherichia peritonitis (peritonitis with culture positive for escherichia coli) manifested by peritoneal cloudy effluent. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 due to escherichia peritonitis and peritoneal cloudy effluent. The patient was treated with bisacodyl (oral) at a dose of 5 mg at bedtime; ceftazidime (intravenous) for escherichia peritonitis, at an unspecified dose and frequency. On (B)(6) 2023, escherichia peritonitis (peritonitis with culture positive for escherichia coli) was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.